Manufacturer narrative:
Section a1, a2, a3, a4: additional information. Manufacturer's analysis conclusion: the mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 23 days ((B)(6) 2020 ¿ (B)(6) 2020 per time stamp). A no external power event was active on (B)(6) 2020 between 03:53:02 ¿ 03:53:16 due to a loss of power while connected to the mpu. The alarms cleared when power was restored. The backup battery provided power to the system during the event. There were no other notable alarms active in the log file. The no external power alarm did not affect pump operation. Multiple good faith efforts were sent to retrieve additional information regarding the reported event including the serial number of the mpu, if it will be returning for evaluation, if the mpu has a v-lock connector, if the power cord came loose from the unit or the wall, and if there were any environmental factors that would cause a power loss; however, no response was received. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer report #2916596-2020-03173. It was reported that the patient had low flow and low speed alarms while connected to the mobile power unit (mpu) which resolved after switching to battery power. The patient was admitted to the stepdown unit on an ungrounded cord. The patient's log file confirmed speed drops and pump stops on (B)(6) 2020. A possible cause of this is an issue with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the mpu. There were also some higher power at times when the speed drops occur. The customer reports going forward they will be keeping this patient on a no ground patient cable and will continue to monitor and added the patient to a list for future driveline repair. The log file also captured no external power events on (B)(6) 2020 while connected to the mpu. This was caused by power to the mpu being briefly interrupted.